Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Continuation of d10: product ID safari size s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, little calcium and no pre-implant balloon dilatation was performed. The valve was released to 4 millimeters (mm) with a non-medtronic guidewire. When retrieving the delivery catheter system (dcs), the valve was pulled out of with the nose cone. The patient collapsed and resuscitation and extracorporeal membrane oxygenation (ECMO) was placed. After consulting with the heart team, they decided to operate surgically on the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Update data: h6 conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. No images from the procedure were received for review. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Conduction disturbances are known potential adverse effects per the device IFU. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. The dislodgement of the valve is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the right side was used for access and the valve was implanted into the native annulus. Cusp-overlap technique (cot) was not used and the delivery catheter system (dcs) was not twisted or torqued during deployment. Per the physician, the cause of the dislodgement was the nose cone pulling the valve out. As the patient collapsed, hemodynamically instability and cardiac arrest was observed.

Manufacturer narrative:
Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.